Event description:
Senseonics was made aware of a hypoglycemia event which happened on 08 may 2024 at 12:25 pm, possibly due to sensor inaccuracies. The customer reported that the blood glucose (bg) value at the time of incident was 54 mg/dl where the sensor glucose (sg) reading was 108 mg/dl. The customer reported to have not received low glucose alerts at the time of incident. The customer did not seek any medical intervention and was able to self resolve by eating something.

Manufacturer narrative:
No investigation was possible for this complaint as customer had not synced the glucose data into data management system (dms), which is a cloud platform for eversense systems. Customer was reached out to ask to sync the data, but no response was received. Since there was no data on dms, the customer reported mismatches and the complaint could not be confirmed. No further investigation was possible for this complaint.